Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high capture threshold was observed on the left ventricular (lv) lead. The device was reprogrammed to exclude the lv lead and the patient was in stable condition.